Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and the physician used a non-abbott, which 'did not take' and therefore manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.